Event description:
On (B)(6): a (B)(6) male undergoing bladder tumor with bilateral retrograde cystogram when power failed to the table, losing table movement and fluoro capabilities. Staff brought in portable c-arm and endo camera to complete procedure. No reported injury.

Manufacturer narrative:
Field service engineer verified all table movements, verified fluoro and spot usage and opened 208v breaker box taking measurements to verify proper voltages while under a load and without being under a load. Fse could not duplicate customer complaint. Fse determined upon conversation with technologist and department director that it was possible a 208v breaker was thrown accidentally by cables of external electronic devices that were being moved about in operating room during the procedure. The replicated issue displays are symptomatic of switching the breaker off which turns off table, gantry monitors and tube message center while the control room generator. The systems performance was verified per the (B)(4) service manual and the unit returned to full service by the customer.